Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2022, a follow-up CT scan reportedly showed distal migration of the trunk-ipsilateral leg component and a type ia endoleak. The cause of the endoleak was not reported. On (B)(6) 2022, the patient underwent a reintervention procedure whereby three gore® excluder® aortic extender components were implanted to treat the type ia endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3,g4, h1/h2, h6. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include but are not limited to: component migration and endoleak.